Manufacturer narrative:
The device was received for evaluation. During functional testing, a door not closed when it is not was not reproduced. A review of the event history log for door not closed when it is not was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The input/output ( I/o) board will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of does not recognize closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.